Manufacturer narrative:
Follow-up # 2 ¿ (06/26/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 14.4 mmol/l on the reported meter, and a laboratory result of 11.5 mmol/l within 10 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting and the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.